Event description:
I had my right hip resurfaced using a smith and nephew mom bhr due to ra. My left hip also needed to be replaced, but elected to do just the right hip because it was bone on bone and the left hip was not to that point yet. I do not know the model number. I have a 54 mm cup and a 48 mm surface replacement. The first day after surgery at (B)(6), the physical therapist had me get up, showed me how I should use my crutches and walk. From that time to this day the right hip clicks anytime I walk or bend over. I was told it was the piriformis tendon sliding over the head of the hip and that was what I was feeling. During my pt sessions outside of the hosp, the therapist could feel the clicking when he moved my leg and he had never felt or heard of anything like this before. I had dr (B)(6) as a surgeon and at my 3 month check up, the hip was still clicking and I was told again, it was the tendon and it would go away. I saw him again in another 3 months and I complained about the same clicking and I was in some pain. I was told I was nuts, the media was influencing me.. The x-rays did not show anything wrong. (B)(6) 2010, the hip started to squeak and I felt a grinding sensation. I went back to see dr (B)(6) and was told the same thing. I asked about my left hip, to prevent it from wearing out the remaining cartilage, I was told to stress the right hip more. (B)(6) 2011, I went to see him again because I was now in a lot of pain with my left hip. I again told him all the same and consistent problems with the right bhr and he felt I should see a revision specialist. I am now under his care dr (B)(6). He replaced my left hip in (B)(6) 2011, with a depuy thr ceramic on plastic. Prior to surgery, I had blood work to test for metal ions and the levels were high. I have had no problems with my left hip replacement. I did check ups with dr (B)(6) about my right hip, and did many x-rays and mris that did not show anything abnormal. From 3 yrs of shifting my weight back and forth between right and left hip, it created spondylisthesis in my lower back. (B)(6) 2012, I had l5 and part of l4 removed, bone graft to create fusion for l4 to s1, 2 rods and 6 screws. I missed my year check up with dr (B)(6) because of my back surgery. I went to see him in (B)(6) 2012, to check on the left hip and I was still complaining about the right bhr. Now he can finally see that the cup has broken loose, he can see very clear signs of wearing around the cup, and I need a revision surgery asap. The spine surgeon will not clear me until (B)(6) 2012 for a revision surgery. I am only (B)(6), I can no longer perform my job as an asst manager of a apartment complex and will be applying for disability. The outlook after the revision surgery does not look good and dr (B)(6) suggested for me to change what I do for work. I am going to have to go back to school, I have given up so much as such a young age because of smith and nephew and live in pain every single day. What will the next 50 yrs of my life look like? I have lost a lot of who I am because of this failed mom bhr and it took 3 yrs for the doctors to believe me! I don't want to be on disability, I want my life back! I do not want another major surgery so soon! The FDA should not stop at the baby boomers and how its affecting them, my generation is the future of this country and smith and nephew should be held responsible for their failing product! I am (B)(6) and it seems like no one cares that the rest of my life will permanently be changed because of smith and nephew!!! I started physical therapy in (B)(6) 2009 and went to physical therapy 3x a week for 4 weeks.